Event description:
On (B)(6) 2022, a registered nurse (rn) reported that this patient on peritoneal dialysis (pd) expired in follow-up for a replacement cycler due to the blood pressure monitor not working. In additional follow-up, a pd nurse reported the patient had a past medical history significant for epilepsy. On (B)(6) 2022, the patient had a seizure while connected to the fresenius cycler (phase of treatment is unknown). Per the nurse, the patient later expired the same day. The nurse was not able to provide any further details of events from the reported seizure to the patient¿s death. Additionally, the end stage renal disease (esrd) death form is not available and therefore the exact cause of death could not be identified. However, the nurse indicated the patient¿s death is suspected to be related to the seizure. The nurse reported the seizure is not suspected to be related to dialysis or fresenius products. The nurse confirmed there were no cycler malfunctions associated with the patient¿s death. Moreover, the nurse indicated the patient had been completing pd treatments prior to the event without any adverse effects. It was reported the patient¿s long-standing history of epilepsy was a contributory factor.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty select cycler and the patient¿s seizure with subsequent death. Due to the temporal nature of the event the fresenius cycler cannot be excluded as manufacturer product analysis of the cycler is pending at the time this clinical investigation was completed. However, there have been no reported allegations nor any objective evidence that a liberty select cycler malfunction or product deficiency caused the patient¿s seizure/death. Currently, the exact cause of death cannot be established as the patient¿s end stage renal disease (esrd) death form is not available. However, the patient did have pre-existing epilepsy which is a likely associated factor in this event. Furthermore, patient¿s with esrd have higher mortality rates than the general population.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2022, a registered nurse (rn) reported that this patient on peritoneal dialysis (pd) expired in follow-up for a replacement cycler due to the blood pressure monitor not working. In additional follow-up, a pd nurse reported the patient had a past medical history significant for epilepsy. On (B)(6) 2022, the patient had a seizure while connected to the fresenius cycler (phase of treatment is unknown). Per the nurse, the patient later expired the same day. The nurse was not able to provide any further details of events from the reported seizure to the patient¿s death. Additionally, the end stage renal disease (esrd) death form is not available and therefore the exact cause of death could not be identified. However, the nurse indicated the patient¿s death is suspected to be related to the seizure. The nurse reported the seizure is not suspected to be related to dialysis or fresenius products. The nurse confirmed there were no cycler malfunctions associated with the patient¿s death. Moreover, the nurse indicated the patient had been completing pd treatments prior to the event without any adverse effects. It was reported the patient¿s long-standing history of epilepsy was a contributory factor.